Manufacturer narrative:
The reagent lot number was 77315801 with an expiration date of 31-mar-2025. The field service engineer found the naoh vacuum line was obstructed near the vacuum vessel and was causing basic wash overflow. He straightened the vacuum tubing and adjusted the cell rinse dispense levels for naoh detergent, acid detergent, and cell water. He performed mechanism checks successfully. The customer performed qc successfully the investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results for patient samples and qc material from the cobas c 503 analytical unit. The initial alt result was 15 u/l and the repeat result was 23 u/l. The repeat result was believed correct.